Event description:
It was reported that the onset date of the infection was (B)(6) 2018. On (B)(6) 2021, the smear from the driveline was still positive for serratia marcescens. On (B)(6) 2021, the smear from the driveline was again still positive for serratia marcescens. When the dressing was changed, brownish, serious exudate was evident. Treatment still consisted of changes to medication (antibiotics) and dressing changes 4 times a week. On (B)(6) 2021, the event resolved with sequelae/persistent disability. It was reported that the patient was not hospitalized due to this infection.

Manufacturer narrative:
The onset of this patient's infection was reported in manufacturer report number (MFR) 2916595-2020-00002. This report captures information regarding the monitoring of the infection reported in MFR 2916595-2020-00002. The patient was not readmitted, there was no change in organism involved, and no changes in treatment plan reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a control smear from their percutaneous site on (B)(6) 2019 that continued to show serratia marcescens. The cable exit point was reddened with some secretion. The cable entry point was still reddened and showing brownish secretion on (B)(6) 2020.

Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The infection did not resolve on (B)(6) 2020. The infection was continuous and the patient had little secretion and decreased reddening on (B)(6) 2020 with paused antibiotics. Treatment was the same. On (B)(6) 2020 the patient had circular reddening with only a little brown greasy secretion of serratia marcescens. Treatment still consisted of changes to medication, antibiotics and dressing changes 4 times a week similar to previous visits but also included cutimed sorbact.